Event description:
Our affiliate is reporting that during 5 knee and shoulder procedures while using a vapr s90 electrode, each time that the electrode was activated, various electrical devices in the room became erratic. The video camera activated and then crashed, a patient monitoring computer crashed, they claim that even the radio in the room stopped working. The facility states that each time they switched to a same type electrode, but from a different lot and all went well, no further problem. In essence, the facility reports that in 5 separate instances with the use of product 225370, lot # 0805126 electronic equipment in the room being used for various task acted inappropriately. However, in each instance, the user switched to another same device but from a different lot and the problem abated. For whatever reason, the facility discarded the complaint devices. Also see associated mdrs 1221934-2008-00389, 1221934-2008-00390, 1221934-2008-00391 and 1221934-2008-00392.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode, and is awaiting receipt of a sample device from the same lot towards conducting an investigation. When all that can be received, is received and evaluated, the conclusions of the investigation will be the subject of a follow-up report.